Event description:
In 2004 preop diagnosis spinal stenosis with lumbar intervetebral disc degeneration. In 2005 surgical treatment l3 sacrum decompressive laminectomy, psf with bone graft and instrumentation. Date unk - x-ray showed a possible dislodged rod at left sacrum. Sixteen days later, surgical procedure to reposition rod to extend ps screw at sacrum. All nuts were retightened.

Manufacturer narrative:
User installed blocker nut upside down. Blocker nut removed and reinstalled in correct position. Additional lot# 597k.